Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient died during the implant procedure of this bioprosthetic aortic valve. It was reported that this was a re-do sternotomy with a concomitant coronary artery bypass graft (CABG) procedure, and the patient was on an intra-aortic balloon pump. The cause of death and any potential relationship to the bioprosthetic valve is unknown at this time. It is unknown if an autopsy was performed.